Event description:
Cadplan can intermittently invoke the tangential algorithm when performing a dose calculation in irreg (irregular) plans or in arc field plans, resulting in calculation errors of the plans. Error will range from 2%-20% depending on type of original tangential plan.